Event description:
It was reported that after a da vinci surgical procedure the cable became loose on the maryland bipolar forceps instrument. There were no missing pieces or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering confirmed the loose cable. The bipolar insert was missing from the back end. The pins and conductor wires were sticking out of the chassis. The insert may have not been fully seated in the chassis or may been pulled out when bipolar cord was removed. Some bipolar cords are a tight fit on the bipolar pins and may require a high removal force, potentially causing the insert to pull out. Electrical continuity test passed. An additional finding was various scratches on the main tube showing light material removal. The scratches were short in length and not axially aligned with the tube. Engineering concluded the damage may be due to mishandling. The instruments and accessories user manual specifically states: general precautions and warnings o handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. O do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.